Event description:
A customer reported a cartridge alarm 20 with their insulin pump. The issue did not cause the customer's blood glucose level to exceed 500 mg/dl. Tandem technical support decided to replace the pump and advised the customer to use multiple daily injections as a backup therapy to ensure insulin delivery continued. The customer was informed about the steps needed to receive and set up the replacement pump, including returning the problematic pump to tandem.